Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad trace. No button error alarm. Numbers do not ramp up on its own or scroll bar moving without input. The insulin pump has minor scratched lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on his insulin pump after it was exposed to rain water while the customer was at a football game. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was not known. Nothing further was reported.